Event description:
--

Manufacturer narrative:
It was reported that the resolution to this matter was still undecided. Investigation is completed to date. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was explanted and the lead was surgically abandoned due to patient upgrade.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) had been appropriately shocked thirteen times. However, the pacing impedance on the defibrillation lead had risen from 600 ohms to 2793 ohms. This patient has a history of low potassium. No further patient effects were reported.